Event description:
Information was received from the physician providing the most recent clinic notes, containing the most recent known settings, for the patient. No allegations or malfunctions were alleged in the patient clinic notes. No additional relevant information has been received to date.

Event description:
The patient's generator and lead were explanted and returned due to patient death, which was reported passively with no allegations against the vns. Lead product analysis did not find any anomalies with the returned portion of the lead assembly. A portion of the lead was not returned for analysis; therefore, an evaluation cannot be made on that portion of the lead. Generator product analysis identified that both the pre-change and post-change impedance was high, and it is unknown when the pre-change impedance became high. The date of change detection was over a month after the explant date. No additional relevant information has been received to date.